Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2015) is considered to be a best estimate. This emdr represents the perfix plug (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2015 ¿ patient was diagnosed with left inguinal hernia thereby underwent laparoscopic converted into open repair with implant of perfix plug (device #1). Per operative notes, a small indirect hernia was dissected and reduced. A perfix plug (device #1) was placed into the inguinal ring and secured with sutures.¿ (B)(6) 2015 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device #2). Per operative notes, ¿the indirect hernia was identified and reduced. The perfix plug (device #2) was placed and sutured.¿ (B)(6) 2017 - patient was diagnosed with chronic left inguinal pain thereby underwent open repair with removal of mesh (device #1) and inguinal necrectomy. Per operative notes, ¿the scar tissue was seen adherent to the underlying mesh (device #1). The adhesions between the mesh and conjoined tendons were dissected. The mesh (device #1) was removed. The nerve structures in the superior edge of mesh were removed¿ (B)(6) 2018 - patient was diagnosed with chronic right inguinal pain thereby underwent open repair with removal of mesh (device #2). Per operative notes, ¿due to extensive scarring and fibrosis the ilioinguinal and genitofemoral nerve were not visualized. The perfix plug (device#2) was removed from the surrounding tissues. The small indirect hernia was repaired with sutures.¿